Manufacturer narrative:
The field service engineer checked various parts and alignments. He confirmed no other erroneous results were generated by the system and all checks passed. The investigation is ongoing. Na.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results on a cobas 8000 cobas e 602 module. The initial result was >10,000 miu/ml with a data flag. The sample was automatically repeated with (x100) dilution result of 13.74 miu/ml. The repeated result was reported outside of the laboratory and the result was questioned. The sample was repeated on another module and the result was 94,388 miu/ml. The sample was repeated a final time and the result was 94,497 miu/ml. This result was reported outside of the laboratory. The reagent lot number is 55103605 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The qc data was not provided, however the customer stated their qc was acceptable. The customer's calibration was also acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.